Manufacturer narrative:
This information is based on a poster presentation. The event only occurred with one patient. Referenced poster: ¿songs in the shower¿: an unusual case of electric water heater causing electric magnetic interference. 2025. The poster is attached for reference. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A literature poster presentation was reviewed regarding electromagnetic interference (emi). The authors described a patient with an auto-transmission of their implantable cardioverter defibrillator (ICD) which showed noise/emi of unknown etiology. It was noted that no ventricular therapy was delivered due to undersensing on both the right ventricular (rv) and right atrial (ra) leads. A few months later, the patient replaced their showerhead and felt a slight ¿twinge¿ in their hand. A few weeks later, while in the shower, an audible tone from the ICD began which continued to alarm every four hours loudly. The ICD was checked in clinic, and it was functioning normally. It was confirmed that the emi episodes started when a new electrical water heater was installed several months prior. On ICD recheck, 60hz noise was confirmed and audible tones were disabled. The patient was instructed not to use the shower until an inspection was done by a plumber. The plumber found that proper grounding was not done for the electric water heater and recommended an electrician to evaluate. The electrician discovered 46v of electricity was going through the water heater to the shower. The electrician properly grounded the electrical circuit. Since that time the patient has not reported any symptoms, and no emi has been seen on ICD checks. At the same time, a lead integrity alert (lia) triggered on the rv lead due to a high sensing integrity counter(sic) count, high-rate non-sustained episodes, and/or lead impedance. The device and leads remain in use. No adverse patient effects or additional product performance issues were reported.